Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reporting server stock levels were not up to date due to transactions not updating. A technical support specialist ran a hotfix following the knowledge article esr etl failure violation of primary key constraint 'pk__#duplica__11845f4750244576' and confirmed reports were updating correctly. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis reporting sever had no updated transactions. Users were unable to see what pyxis needs top ups around the hospital and rely on these reports. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.